Event description:
Pt underwent an axillobifemoral vascular bypass in 2005. During two weeks post-operatively, perigraft fluid was aspirated with a syringe. Collected fluid was cultured and found negative. 16 days later, a CT scan was performed and confirmed the presence of a fluid collection. A drainage was thus performed to evaluate the fluid collection. Drains were eventually removed 15 days later. Graft remained implanted in pt.